Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue (leaking) was confirmed; the control unit was broken and not water-tight. Corrosion was found at the control unit. In addition to the leaking and the insertion section issue, the following issues were noted: the connecting tube and bending section were dented; the eyepiece was deformed and not water-tight; the image had specks due to a broken image guide bundle; the insertion section adhesive was cut off and not water-tight; and the angulation control did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported to olympus medical that the tracheal intubation fiberscope leaked at the air/water cylinder. The customer identified this issue prior to use with patient; the patient's diagnostic procedure was completed using a similar device. The device was returned for evaluation. During examination, the insertion section showed peeling coating in an area measuring 1 mm2 or greater. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.